Manufacturer narrative:
The reported complaint of "the user noticed blank lcd display on the autopulse platform (sn (B)(4) was not confirmed during the visual inspection and functional testing. There were no device deficiencies found during the evaluation of the returned autopulse platform that could have caused or contributed to the reported complaint. The autopulse platform performed as intended. Upon visual inspection, no physical damage was observed. The lcd back-light was functional during the incoming visual inspection. The autopulse platform passed the initial functional testing without any fault or error. The autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform has passed all the testing and meets all required specifications. Unrelated to the reported complaint, load cell characterization test indicated load cell module 1 has a slightly low reading (count) in the heavy total weight range. As a precautionary measure replaced load cell module 1 to avoid the probable occurrence of user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error. Following service, the brake gap inspection was performed and verified the brake gap was within the specification. The autopulse platform passed the final testing without any fault or error. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. Hence, based on available information, the autopulse platform was performing compressions as intended, and the patients' outcome was not negatively impacted by the lcd display was blank.

Event description:
During patient use, the user noticed blank lcd display on the autopulse platform (sn (B)(4). The autopulse platform was powered on successfully and was performing compressions, however, the display was blank. No rosc was achieved and the patient expired. No additional information was provided.

Manufacturer narrative:
Zoll has not received the autopulse platform (sn (B)(4)) for investigation. A supplemental report will be filed when the product is returned and the investigation has been completed.

Event description:
During patient use, the user noticed that the lcd display of the autopulse platform (sn (B)(4)) was blank. The autopulse platform was powered on successfully and was performing compressions, however, the display was blank. No additional information was provided. No known impact or consequence to patient information was available.